Event description:
It was reported that they were trying to initiate therapy and keeping getting low flow and fluid delivery line (fdl) open alert in an arctic sun device. Water flow rate (wfr) was 0 l/m. 4 pads connected to adult patient. Primed to 0 l/m water flow rate (wfr). Stop therapy, disconnect and reconnect pads. Restarted therapy and water flow rate (wfr) was 0 l/m low air leak. Stop therapy, empty pads and disconnect. Placed in manual control at 10c with no pads connected. System diagnostics showed that the outlet monitor temperature (t1) was 12.1c, outlet control temperature (t2) was 11.6c, inlet temperature (t3) was 12.5, chiller temperature (t4) was 4c, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -9.6psi, circulation pump command (cpc) was 67 percentage, mixing pump command (mpc) was 35 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 10808.4 and pump hours were 9142.5. Ip too high. Advised to swap out to alternate device. Per follow up information received via task on 09jan2026, spoke with charge nurse who confirmed no issues after device exchanged. A biomed had come yesterday to get the device from the floor.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive. The root cause could not be definitively identified. Water flow rate (wfr) was 0 l/m. 4 pads connected to adult patient. Primed to 0 l/m water flow rate (wfr). Stop therapy, disconnect and reconnect pads. Restarted therapy and water flow rate (wfr) was 0 l/m low air leak. Stop therapy, empty pads and disconnect. Placed in manual control at 10c with no pads connected. System diagnostics showed that the outlet monitor temperature (t1) was 12.1c, outlet control temperature (t2) was 11.6c, inlet temperature (t3) was 12.5, chiller temperature (t4) was 4c, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -9.6psi, circulation pump command (cpc) was 67 percentage, mixing pump command (mpc) was 35 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 10808.4 and pump hours were 9142.5. Ip too high. Advised to swap out to alternate device. Per follow up information received via task on 09jan2026, spoke with charge nurse who confirmed no issues after device exchanged. A biomed had come yesterday to get the device from the floor. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is not an out of box failure. No additional actions are needed. Correction: d UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy and keeping getting low flow and fluid delivery line (fdl) open alert in an arctic sun device. Water flow rate (wfr) was 0 l/m. 4 pads connected to adult patient. Primed to 0 l/m water flow rate (wfr). Stop therapy, disconnect and reconnect pads. Restarted therapy and water flow rate (wfr) was 0 l/m low air leak. Stop therapy, empty pads and disconnect. Placed in manual control at 10c with no pads connected. System diagnostics showed that the outlet monitor temperature (t1) was 12.1c, outlet control temperature (t2) was 11.6c, inlet temperature (t3) was 12.5, chiller temperature (t4) was 4c, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -9.6psi, circulation pump command (cpc) was 67 percentage, mixing pump command (mpc) was 35 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 10808.4 and pump hours were 9142.5. Ip too high. Advised to swap out to alternate device. Per follow up information received via task on 09jan2026, spoke with charge nurse who confirmed no issues after device exchanged. A biomed had come yesterday to get the device from the floor.